Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject stent device was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The proximal end of the subject stent device was deformed. The sdw was kinked/bent at the distal end. The functional inspection was unable to perform as the subject stent device was returned in a deployed state. The as reported ¿stent difficult/unable to advance or pullback through catheter' could not be replicated and the as reported ¿stent deployed prematurely during transfer' was not confirmed. However, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the anomalies analyzed noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'after establishing access, the physician prepared to deliver the subject stent device. When the stent reached the hub of the microcatheter, the physician found that the subject stent device was stuck inside the microcatheter and could not be advanced.' Additional information provided by the customer indicated that the subject stent device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the subject stent device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The subject stent device was received deployed within the lumen of the proximal end of the microcatheter. The proximal end of the subject stent device was deformed. The sdw was kinked/bent at the distal end. Based on the information received and the device analysis, it is likely that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the subject stent device to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent device would partially deploy into the gap (proximal sheath movement) or the subject stent device would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the subject stent device into the microcatheter. Upon realizing this, the user normally withdraws the sdw. When the proximal end of the subject stent device is retracted as far as the hub, the subject stent device will begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is one possible explanation to explain the event description and analysis findings.the as reported stent difficult/unable to advance or pullback through catheter' as well as the as analyzed ¿stent deployed prematurely during use' and ¿sdw kinked/bent' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The as reported ¿stent deployed prematurely during transfer¿ was not confirmed as issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
Analysis of the returned subject device was found that the subject device was prematurely deployed during use within the lumen of the microcatheter. There were no clinical consequences to the patient.